Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous artery below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).